Event description:
A pressure offset rezeroing failure alarm occurred at the start of a routine hemodialysis treatment. The operator discontinued treatment without performing rinseback of the patient's blood, resulting in an estimated blood loss of 190cc. Hb decreased from 10.7 g/dl pre-event to 8.7 g/dl post event. The patient received a one time dose of epogen post event (actual dosage and dates not provided). No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported event is attributed to the operator not following instructions per the user's guide. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions as well as instructions for performing manual rinse back of the patient's blood when trained and instructed by the facility. Nxstage medical considers this report closed. No additional information will be provided.